Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine pulse generator change out. The atrial lead exhibited an increase in capture. The lead was explanted and replaced. The patient did no experience any adverse events.